Manufacturer narrative:
(B)(4). One (1) concorde bullet 5deg 9w x 25l straight lordosis cage [product code: 1878-50-208, lot no: 506636] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the concorde cage broke in two fragments. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the concorde cage breaking during impaction cannot be positively determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When impacting the cage, the cage broke in the rear part. According to dr. (B)(6), no excessive force was applied. Both parts of the broken cage could be removed and a new cage was used without further difficulties. 10 minute delay.